Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of the pacemaker was suspected to be depleting prematurely. Upon review, this right atrial (ra) lead was in high output mode and the warning for safety switch was present. The field representative tested this ra lead manually several times and was performing as expected, then the output was reprogrammed. This did not change the battery longevity. The field representative looked at the configuration and both leads still in bipolar configuration with no deviation on the trends to suggest a polarity switch. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Prolonged operation in this state can result in lead impairment. Device replacement was recommended, and the leads should be assessed for optimal performance during device replacement. This ra lead remains in service. No adverse patient effects were reported.